Event description:
The customer reported that the t:slim x2 pump battery was not charging and there was a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting, it was noted that the battery charge eventually reached 100% and was stable, indicating no further action was needed. The customer understood the situation and the case was closed.